Manufacturer narrative:
Investigation underway.

Event description:
It was reported via legal complaint that two emts were allegedly injured while transporting a large pt when the cot reportedly failed to lock and collapsed. It is alleged that the "knob on the far left side of the black rubber handgrip interfered with the operation of the red release and prevented it from locking back in place." There was reported pt involvement and adverse consequences.